Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, partially explanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all testing and the event logs had no indication of a stall occurring at any time.

Event description:
It was reported that the patient died, and the cause of death was sepsis. The drug in the pump was baclofen.